Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Visual exam found the tip deformed/bent. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the t handle was cracked, the extractor tips were damaged, and glue in punch. These instruments were found when set was returned to the office for inspection.